Event description:
The balloon was inserted on (B)(6) 2018. On (B)(6) 2018 during a routine removal, the needle from the removal catheter detached while attempting to deflate the distal balloon. The needle was recovered by the physician during the procedure. There was no injury to the patient.

Event description:
The balloon was inserted on (B)(6) 2018. On (B)(6) 2018 during a routine removal, the needle from the removal catheter detached while attempting to deflate the distal balloon. The needle was recovered by the physician during the procedure. There was no injury to the patient.